Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred in an unspecified date in april 2025 and involved a monitoring kit w/tp4, 30 ml squeeze flush and needleless valve. Medsun medwatch mandatory and voluntary report with uf/importer report # (B)(4) on 30-may-2025, which stated: from staff: umbilical arterial line found to be leaking blood-tinged fluid on bed. Blood backed up to the transducer. Blood was drawn from uac [umbilical arterial catheter] earlier in the morning with no noted leaking from tubing. The original intended procedure was central line care for prenatal medication. Preexisting characteristics that may have contributed to the event: premature infant. This is not a single-use device that was reprocessed and reused on a patient.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.